Manufacturer narrative:
Retainer= black. On (B)(6) 2021 the customer alleged the pump alarmed pump error 53. The following were noted during visual inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. The pump passed the self test and displacement test. Successfully downloaded the trace/history files using thump. No pump error 53 alarms noted during testing however, three (3) pump error 53 (linenumber 8192 filenumber 9288) [b)(6) at 01:35 and 01:39] and (linenumber 1474 filenumber 26) [(B)(6) at 01:49 alarms are confirmed in the downloaded history file, fault isolated to the electronic assembly. The pump was cut open to perform a visual inspection and no damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), the motor, and force sensor noted. A test p-cap does lock into place inside the reservoir compartment properly. Pump error 53 alarm is confirmed. There are three (3) pump error 53 alarms located in the downloaded history files. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump error alarm. The customer stated they were able to clear the alarm but did receive request to rewind the insulin pump and rewind the insulin pump and self test was pass. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis